Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the right atrial lead and high threshold was noted on the right ventricular lead. The patient requested the system be explanted. During the procedure, it was noted that the leads were significantly twisted. Twiddler¿s syndrome was concluded. The system was explanted. The patient was stable before, during and after the procedure. Related manufacturer report: 2017865-2020-00415.